Event description:
Coiling treatment was conducted of a vessel. The coil was reported to detach prematurely within the catheter. The catheter and coil were removed together successfully. No intervention was performed. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher and implant were returned for evaluation and confirmed the implant coil was detached. The evaluation shows excessive force was used which likely led to the coil becoming detached. (B)(4).